Manufacturer narrative:
(B)(4). The lot 13g059 was manufactured july 28, 2013 - july 29, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Correction: a functional test was performed in which the device was filled with water. During fill, leakage was immediately observed at the solvent-bonded junction of the tubing and the stress-member. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate ruptured. This occurred during filling with tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified no evidence of a ruptured bladder. A functional test was performed in which the device was filled with water, and again, no evidence of a ruptured bladder was found. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Microscopic examination of the unit was performed and revealed there was insufficient solvent on the tubing. Therefore, the cause of the reported condition was determined to be due to inadequate solvent being applied to the tubing prior to welding during the manufacturing process. To address this issue, awareness training was issued to retrain the appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.